Event description:
It was reported that l1-2 was fixed with xia lp for the patient; additionally l3-5 had been fixed. After the surgery it found that l5 right screw was broken.

Manufacturer narrative:
Method: risk assessment. Results: the xia lp polyaxial screw was confirmed to be fractured according to the stryker sales rep in (B)(6). This event occurred post-op; however, we are unaware of any attempt or plans to perform a revision surgery to extract the screw. No further information is available regarding this event. A possible cause could be due to excessive forces on the screw which lead to fatigue and post-op fracture; however, this cannot be conclusively determined. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that l1-2 was fixed with xia lp for the patient; additionally l3-5 had been fixed. After the surgery it found that l5 right screw was broken.